Manufacturer narrative:
Additional suspect device: model number sc-2408-74, avista MRI perc lead kit 74 cm, serial number (B)(4).

Event description:
A report was received that the patient was receiving ineffective therapy. An xray confirmed lead migration. The patient underwent a lead replacement procedure and was stable post operatively.

Manufacturer narrative:
Lead model sc-2408-74, serial number (B)(4). The returned lead was analyzed and no anomalies were found.

Event description:
A report was received that the patient was receiving ineffective therapy. An xray confirmed lead migration. The patient underwent a lead replacement procedure and was stable post operatively